Manufacturer narrative:
The field report of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the entire lead was normal. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.

Event description:
During device implantation, high impedance and low sensing values were observed on the right ventricular channel. The lead was successfully replaced. The patient was in stable condition.